Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery replacement required was frequently displayed on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.